Event description:
Patient reported unspecified event. Healthcare professional later reported right side leak. The device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one on the posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: black particles observed, on the device. No further actions are required, as the device was implanted.

Event description:
Patient initially reported, that the implant was removed. For an unspecified reason. The physician later reported, a "leak" of the right device. Diagnosed by ultrasound and MRI. The device has been explanted.